Manufacturer narrative:
This supplemental report is being submitted to provide additional information. No deviation in the reprocessing procedure from the IFU was detected. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, it is unlikely that the reported event occurred due to the scope, because no microorganisms were detected at the re-culturing test.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from all channel of the device. The testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. First time; (B)(6) 2020. The all channel: enterococcus faecalis (>100 ufc / endoscope) second time; (B)(6) 2020. The all channel: coagulase negative staphylococci (>100 ufc / endoscope), ochrobactrum anthropic (>100 ufc / endoscope) the device had been reprocessed with an olympus automated endoscope reprocessor model etd-4 (not available in the USA) using peracetic acid. There was no report of infection associated with this report.